Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues at the implant site. The patient was treated with numerous courses of topical antibiotics and topical steroids (dates and durations not reported). Subsequently on (B)(6) 2015 the patient's abutment was exchanged. The implanted device remains.